Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The wds was deployed; however, the physician deemed the 27mm closure device not to fit properly. The physician exchanged the device for a 31mm successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. The patient had to be readmitted to the hospital as it was discovered that they had an increased heart rate with a pe and cardiac tamponade. The physician performed a pericardial tap and the pe resolved. There were no further patient complications and the patient was discharged.